Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead was oversensing, as noted during the review of the non-magnet strip. Lead reprogramming is planned during the next in-office visit and the lead remains in use. No patient complications have been reported as a result of this event.